Event description:
The customer reported that the insulin gauge on their device displayed an amount different from what was expected, with the discrepancy being greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.